Manufacturer narrative:
The revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and femoral loosening could not be determined as the devices were not returned for evaluation.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 4092614 200-02-38 - three peg patella 38mm. 4143025 02-012-35-4013 - logic tibia ps mod insrt sz 4 13mm. 4143207 200-02-38 - three peg patella 38mm. 4205725 204-34-02 - fluted stem extension 25l x 14 mm. 4205760 204-34-02 - fluted stem extension 25l x 14 mm. 4210903 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. 4210938 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. 4214606 02-010-01-0340 - logic femoral ps cem right sz 4. 4233023 204-70-00 - tibial stem ext. Screw. 4233038 204-70-00 - tibial stem ext. Screw.

Event description:
As reported, approximately 7 years post op initial left tka, this 61 y/o male patient was revised due to loose femur and recall of the tibial insert. Surgeon revised to a constrained size for femur with extension, stem and femoral augments. Also a femoral cone & cc tibial insert. Patient was last known to be in stable condition following the event. X-rays and images attached. No product return; lawyer.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and femoral loosening could not be determined as the devices were not returned for evaluation. H6: corrected health effect clinical codes.